Event description:
Allegedly patient started to have some pain in right hip. X-ray showed head not centered. Suspected cracked liner, especially given the onset of pain. No report doing anything to cause the injury. During surgery, it was found that the liner was disengaged and was able to pull it out of the cup with hands.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and photographic images were made. Evidence that product in specification when used.